Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 13k with supplementary information number of "01". - the cutting wire was broken. The broken portion was scorched and melted. - the outer diameter of the cutting wire was measured. The result indicated no abnormalities. - the length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. - no other abnormalities were confirmed except the breakage of the cutting wire. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. - length of cutting wire - length of coated portion - operation of cutting wire based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of "1" description, the cutting wire and the endoscope were being close to each other. The output was activated in state of "2" description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the three cutting wires broke during the operation. The intended procedure was completed with 4th similar device. The subject device was returned to omsc for evaluation. The distributor confirmed the following event on (B)(6), 2021 and determined that it was an medical device report (MDR) reportable event. - broken wire. - cutting wire touched metal while being activated. There was no report of patient injury associated with the event. This report is the first of three.